Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. Inflation was performed twice at 8 atmospheres for 30 seconds. However, during the second inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.